Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24may2019. Field service engineer(fse) confirmed the vent failed air flow test and oxygen flow test during preventative maintenance(pm). (Fse) replaced flow sensor to resolve the issue.

Event description:
Failed flow accuracy test. There was no patient involvement.